Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected data field: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. During device evaluation at olympus, it was found the complaint was not confirmed and the issue was unable to be replicated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the front panel switch of the visera pro xenon light source was stiff. The issue was found when preparing the device for use in a diagnostic procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.